Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir in the insulin pump would not back up all the way. The insulin pump would give her the same recommended amount for different food. Their blood glucose level was 400 mg/dl. They did not mention any form of treatment. They declined troubleshooting for the issues they were having. The customer stated they will call back. The device will not be returned for analysis.